Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system, lasso nav catheter, st. Jude medical mullins 8.5fr sheath. (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bidirectional catheter and suffered a cardiac tamponade requiring pericardiocentesis and surgical pericardial drain. During ablation phase, the patient became hypotensive and a pericardial effusion was confirmed via intracardiac echocardiography (ice). Pericardiocentesis yielded 3000 ml. Patient was transferred to the operating room for a surgical pericardial drain. Patient required extended hospitalization as a result of the adverse event for pericardial drain management. There were no patient factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Transseptal puncture was performed with an unspecified needle. Sheath was a st. Jude medical 8.5 french mullins. Generator parameters at the time of injury included power control mode with temperature cut-off of 50 degrees celsius. Generator settings at the time of injury included power at 35 watts (not titrated), temperature at 29 degrees celsius, and impedance at 97 ohms. Overall ablation time at the site of injury was 83 seconds via drag lesion. There is no information regarding last ablation cycle time at the site of injury. Irrigated catheter flow was set at 30 ml/min. Patient received anticoagulant during the procedure with activated clotting time (act) maintained between 300-350 seconds. There is no information regarding spi value. Smarttouch catheter was in close proximity to the lasso nav catheter. Smarttouch catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any bwi equipment during the procedure.